Event description:
It was reported that this right ventricular (rv) lead dislodged that resulted in low amplitudes and high capture thresholds. The dislodgement was confirmed via x-ray. The lead was explanted and replaced. No additional adverse patient effects were reported.